Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was determined to be potential patient misuse.